Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the device was not communicating. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, a technical support specialist (tss) identified that the station was communicating and there were no indicators of disconnected mode or critical override present on the station screen and verified that no issues were currently affecting any devices. The tss confirmed that the issue was no longer occurring and proceeded with case closure based on this validation. The system functioned as intended after technical support specialist investigated the issue.